Event description:
It was reported the patient was experiencing warmth at his ipg site. The patient had stated his ipg site gets hot approximately 45 minutes after his stimulation is turned on, he then needs to turn it off due to the heat. It was noted the patient does not experience any warmth/heat while charging. The patient was given new programs to try to see if they would eliminate the heating issue. Follow-up pending.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.